Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the patient's onetouch verio2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on (B)(6) 2015, between 9:15-9:30pm. The reporter stated that the patient obtained a result of "453 mg/dl" using the subject meter compared to a result of "63 mg/dl" obtained using another device, both results taken greater than 30 minutes apart from each other. The patient manages his diabetes with self-adjusting insulin. The reporter stated that the patient took more food-drink on (B)(6) 2015 (time not provided) in response to the alleged product issue. The reporter claimed that the patient developed the symptoms of "drowsy, not responding and words were not clear" after the alleged product issue began. The reporter stated that she treated the patient with two glasses of juice on (B)(6) 2015, at 9:30pm. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began. These symptoms do meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Follow-up # 3. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a DHR (device history record) was also completed for this product and no deviations, non-conformances or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 the test strips have been further evaluated by product analysis with the following findings; the vial was found to have been exposed to moisture. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.